Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Customer removed the o-ring and was able to resume insulin therapy. Customer's blood glucose (bg) was 448 mg/dl. Customer required 3rd party intervention to address the high blood glucose from their endocrinologist. Customer was directed to administer a correction injection of insulin to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.